Event description:
A surgeon reported that a patient experienced low-grade inflammation that persisted for one to two weeks following implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.